Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2015. A final interrogation was not performed. The settings were later corrected on (B)(6) 2015 and the device was programmed to intended settings at that time. Follow up with the treating neurologist indicated that the patient has not been seen in their office for a device check since (B)(6) 2014. The provider indicated the patient may have seen their surgeon last year for an unknown reason. The provider knew of no other providers the patient has seen. A notification and training letter was sent to the patient's surgeon.